Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration remain unknown.

Event description:
It was reported that during an unspecified treatment procedure, deployment difficulties were encountered. The target lesion was located in the vena cava. During deployment of the greenfield titanium vena cava filter 12f introducer system, the filter legs failed to open. During an attempt to snare the filter, the legs of the filter opened, however, the device migrated about 2 cm proximal from the renal artery. The device remained inside the patient and the procedure was completed. There were no further patient complications reported. The patient's status is listed as 'ok'.

Manufacturer narrative:
On 05/28/2010 (through follow-up with the health-care provider via fax), it was learned that the cause of death was cerebral infarction. However, the device has been disassociated from the event by the surgeon; therefore, it has been determined that this is longer reportable to the FDA.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no response was received from the health-care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.